Event description:
It was reported that a rash occurred. The patient had an unknown stent placed in 2001. In 2003 an express 3.0x16mm stent was implanted. In 2015, the patient was seen in an dermatology clinic with a rash. The patient is being tested for a gold allergy.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).